Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unk part #/ unk dist stem/ unk lot #. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 05122.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts were made to obtain additional information; however, none was available.